Manufacturer narrative:
The alleged device was returned for evaluation in used condition. The customer alleged a medication overdose via the returned device, and the reported issue was not able to be duplicated during evaluation. Review of the event history log shows 1.2 ml were primed, 11.1 ml was delivered, and the recorded pump delivery volumes matched the programmed settings. Delivery accuracy testing was performed, and the pump was found to be delivering properly and within specification. The cause of the reported issue cannot be determined. No action was taken related to the alleged issue.

Event description:
Information was received indicating that the pump may have administered medication too quickly. Per reporter, the patient died. No information has been received regarding the patient's condition; therapy being administered or exact cause of death. This information has been requested from the reporter. A clinical review was performed and with the current information a causal relationship was unable to be determined.